Event description:
Rptr alleged discrepant patient blood glucose results while pt was at the hosp. Rptr stated there was a result of 83 mg/dl on the gts advantage sys compared to a lab measurement of 21 mg/dl performed 5 mins apart. Pt was reportedly unresponsive and sweaty at this point when the lab was performed, however, it was not provided whether the pt was treated as a result. A request was made for the return of the suspect prod and replacement prod was sent.